Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot#: va1crcg, implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 18-nov-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported they were considering having the device removed. They said they did not turn the therapy on, when they did it jolted a nerve so bad that they could not stand the pain. They said they had fibromyalgia to begin with, so zapping on that nerve just set it on fire. They stated when they first got the implant it wasn't so bad, but as time went on it had gotten worse. They were also considering removal for mris. They asked if they could have mris if the ins was taken out, but the leads were left in because the leads were grown into the nerve and the nerves were grown into the leads. MRI information was reviewed. No further complications were reported or anticipated.